Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump was caught on a drum set during band activity, which pulled the infusion set from the body and resulted in a cracked, unresponsive touchscreen on the pump. Symptoms included insufficient information regarding any clinical effects. Outcomes included insufficient information regarding impact to the patient. Investigation included communication with the user¿s family and analysis of information provided by the user. Investigation of this device revealed evidence of stress-related damage consistent with a fracture of the device, specifically involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The pump was replaced, and a reminder for return of the damaged unit was sent.